Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm noted then power error alarm was triggered and noted in the download formatted history file. The power management graph was abnormal. After disconnecting and reconnecting the connector at printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump was overheating. The customer¿s blood glucose level was unknown. Troubleshoot was performed for pump hot and the customer stated battery stuck inside the pump and pump is overheating the whole pump. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.